Event description:
Per the clinic, the device was explanted on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced pain with the device use. Device analysis report attached.